Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. The first proglide device was pre-placed successfully without issue. Reportedly, only the white link was present when the plunger was pulled back for the second proglide device. The suture of a third new proglide was successfully pre-placed. The sheath was upsized to a 14f and the watchman procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿only the white link was present when the plunger was pulled back¿ was confirmed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.